Manufacturer narrative:
The review of the dhrs for the involved lot 2433269 did not reveal any pre existing anomalies. To date, this is the first and only complaint reported for this lot. A final report will be issued once the investigation has been completed.

Event description:
Revision surgery performed on (B)(6) 2025, during which smr reverse hp liner short (product code: 1365.09.010, lot: 2433269 - ster: 2500001) was replaced with a reverse lateralizing liner 40mm medium (product code: 1365.09.115), due to instability. Previous surgery performed (B)(6) 2025. Information on patient: femail, 77 years old. Hospital and surgeon are unknown. Event occurred in united kingdom.